Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was cut, damaging wires in the cable. Additionally, the electrode belt ECG "c&d" cable was cut, damaging wires in the cable and the ECG c and d domes were missing. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged wires.